Event description:
It was reported that at 115,398 joules while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit diminished tissue vaporization efficiency. Time expended: 18:47 minutes. Procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-404a-(B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the metal cap exhibited mild signs of melting; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.